Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death can be attributed to a significant history of cardiac disease and complications from these same comorbidities as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6)2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6)2024 due to cardiac comorbidities. It was explained that the patient suffered from severe cardiac disease and was scheduled for heart surgery to correct a dangerous issue. It was affirmed the patient was connected to her liberty select cycler at the time of her death. Emergency services were not activated, and the patient was pronounced deceased in her home. An autopsy was not performed as they were certain this patient¿s death was cardiac related. It was confirmed the patient¿s death due to cardiac comorbidities was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to cardiac comorbidities. It was explained that the patient suffered from severe cardiac disease and was scheduled for heart surgery to correct a dangerous issue. It was affirmed the patient was connected to her liberty select cycler at the time of her death. Emergency services were not activated, and the patient was pronounced deceased in her home. An autopsy was not performed as they were certain this patient¿s death was cardiac related. It was confirmed the patient¿s death due to cardiac comorbidities was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler encountered no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired while connected to her cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2024 due to cardiac comorbidities. It was explained that the patient suffered from severe cardiac disease and was scheduled for heart surgery to correct a dangerous issue. It was affirmed the patient was connected to her liberty select cycler at the time of her death. Emergency services were not activated, and the patient was pronounced deceased in her home. An autopsy was not performed as they were certain this patient¿s death was cardiac related. It was confirmed the patient¿s death due to cardiac comorbidities was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).